Event description:
Litigation alleges implant failure, elevated metal ion levels, injury, and pain. Update: (B)(6) 2013 - patient has been revised to address pain. There is no new additional information that would affect the investigation. Update rec¿d (B)(6) 2014 - medical records received. Upon revision, 40 ml of orange tinged cloudy synovial fluid and corrosion upon removal of the femoral head were noted. The sleeve and stem are being added to the complaint. The stem remained in situ. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.